Event description:
It was reported that an alert was triggered due to this device exhibiting high shock impedance measurements out of range. It was noted that the shock measurements were slowly increasing since (B)(6) 2021 but have stabilized in the last year and the last recorded values were 122 ohms. No adverse patient effects were reported. The device remains implanted, and technical review was pending.

Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to this device exhibiting high shock impedance measurements out of range. It was noted that the shock measurements were slowly increasing since (B)(6) 2021 but have stabilized in the last year and the last recorded values were 122 ohms. No adverse patient effects were reported. The device remains implanted, and technical review was pending.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that an alert was triggered due to this device exhibiting high shock impedance measurements out of range. It was noted that the shock measurements were slowly increasing since march 2021 but have stabilized in the last year and the last recorded values were 122 ohms. No adverse patient effects were reported. The device remains implanted, and technical review was pending. A review by technical services (ts) confirmed that the lead trend has been stable over the last year with values recently high and out of range. Ts further discussed what values will show and alert and noted that the alert thresholds were adjusted to provide a new limit for the red alert. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.